Event description:
Reporter stated the down button on the infusion device does not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button are damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The up and down button do not respond to commands due to the contamination inside the button.

Manufacturer narrative:
The event occurred in (B)(6).